Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx was unable to recognize the etco2 module and could not obtain readings. There is no indication of negative patient impact.